Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a patient was scheduled for an explant (B)(6) 2014. The patient stated that the stimulator did not help with her pain. It was noted that no product issue was alleged. Additional information received reported that the explant was performed as scheduled and the patient was doing fine now. It was stated that the manufacturer¿s representative tried to interrogate the battery before surgery and it was discharged due to the patient not using it.